Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the rubber grommets out of the cannula. However, without return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 05/12/2022, it was reported by a sales representative via (B)(4) that an ar-6590 cannula rubber grommets came out when the surgeon was pulling the obturator out after insertion. This occurred during a hip arthroscopic procedure with no patient harm.